Event description:
It was reported that during use, the anchor did not deploy which resulted in an alternate technique bing used to complete the procedure. There was no reported injury nor delay related to this event.

Manufacturer narrative:
Investigation findings: the evaluation confirmed the reported problem. A visual examination found that the prongs had not fully deployed. This failure mode will continue to be monitored.